Manufacturer narrative:
The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "wound," "wound opened."

Event description:
Healthcare professional reported right side "wound," and "wound opened." The device has been explanted.